Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: customer returned (1) bd black safe-clip. Customer states the hole not lined up properly for his wife's bd insulin syringe 6mm 31g to get clipped with this safe clip device; finding the safe clip black unit will not clip the needle. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now most likely full. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: by design, after normal use of the product, the safe-clip gets full, and when there is no more room in the safe-clip to store any additional cannula, the safe-clip will not be able to clip anymore; therefore, this is not confirmed as a defect. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use of the bd safe-clip¿ needle clipping & storage device that hole is not lined up correctly for needle to get clipped.